Event description:
Reporter has used the polymedco poly stat hcg test about 14-16 months. About june 2003 they were noticing a possible problem with false negative tests. About the same time the color of the packcaging changed from grey to blue. In june 2003 they called polymedco and reported this problem. They had rptr send the lot # back and sent them more tests. They called rptr back and said the lot rptr sent back was fine. Rptr used the new lot until about 9/20/03 when they again started to actually confirm false negatives. They were confirmed by fetal heart tones and quality checking with another brand of pregnancy test - quick vue. All of quality controls on the test - quick vue. All of quality controls on the test were correct. Rptr notified polymedco 9/03 and stopped using the test.